Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a planned non-emergency treatment at the time of the reported event. The procedure was delayed for less than 20 minutes and completed by using another system. A philips remote service engineer (rse) analyzed the log files remotely and identified the host pc was unable to communicate with generators due to intermittent issues with the hospital power. The rse worked with the hospital biomed and reset both the generators to resolve the reported issue. The system was returned to use in good working order and ready for clinical use. There has been no recurrence of this issue reported from the customer. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. External power fluctuations or outages may occur that can cause the allura system to prevent the activation of radiation. This scenario includes situation in which the main hospital power supply is fluctuating or there is localized power failure that is not caused by the allura. Since the malfunction of an external power source is not malfunction of the allura system, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating radiation could not be triggered, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.